Event description:
Patient presented complaining of pain and swelling in shoulder approximately 2 weeks post op. Surgeon indicated a possible infection. Cultures performed identified propionibacterium species present. Implant was removed in 2006. The device is used for treatment.

Manufacturer narrative:
DHR review revealed nothing relevant to this event. There are no other complaints for this part/lot number combination and no issues were found with the sterilization of the product. Propionibacterium acnes, the most common organism of this species is typically found in sebaceous glands and follicles. From the information available, cross-contamination is the most likely cause of the condition reported. This event is not considered a product related issue.